Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2010 due to lead revision. No information was given as to why the lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).